Event description:
During lap gastric bypass, in the or, the ultra shears cauterized the tissues deeper than intended for the usual settings of 2.5. The handpiece was removed and a new piece was used without further incident - this is the second report made by this hosp on this product. It is not an operator because the surgeon is very comfortable and familiar with this device. All products have been removed from the hosp involving this lot number.